Manufacturer narrative:
The investigation results will be provided in the follow-up report. Date of event was estimated based on the awareness date.

Event description:
The customer reported, that the maxi move dropped during a demonstration with students. The loud noise was heard and then the lift dropped. No injury was claimed. The device was evaluated and the reported issue was not recreated. No device failure was found.

Event description:
The customer reported that the maxi move dropped during training with students. The loud noise was heard and then the lift dropped. No injury was claimed.

Manufacturer narrative:
Arjo technician was not able to recreate the sudden drop reported by the customer during the device evaluation. No device failure that could contribute to this issue was found during inspection of the device. The load test confirmed that the device operated correctly. The instructions for use dedicated to maxi move (001.25060.en) warns: "if in doubt about the correct functioning of the maxi move, do not use it and contact the arjo service department". To sum up, as no device failure, no defective component that could have contributed to the unexpected drop was found and the event was not recreated, the exact cause of the reported drop was not determined. The device did not meet the specification as the lift drop occurred. The lift was used with the user at the time of the event. The complaint was decided to be reportable due to an allegation concerning an unexpected drop of the lift.